Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while charging the pump. The pump was not exposed to extreme temperature conditions. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.